Event description:
It was reported that the cc4204a collamer single piece lens was partially inserted in the eye before the surgeon noted it was torn. The lens was removed without any patient injury. The reported stated the event was due to a tech/loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. No known consequences or impact to patient. Torn material. (B)(4).

Manufacturer narrative:
Evaluation codes results: visual inspection of the lens showed the lens was returned in liquid and a piece of the haptic was torn off and missing. (B)(4).